Manufacturer narrative:
The reported complaint that the 10th digit of the rate display was confirmed on the seven returned pump modules. Testing performed on each returned pump module found that the u4 ic segment b was dim. According to the srd-878 rate display viewability (ddm 10000041442 medley baseline srd-19), returned display boards are out of specification. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
It was reported that during yearly preventative maintenance, biomed discovered 7 pump modules had the 10th digit of the display segment burned out and states that the "0" looks like a "6" on the display. The customer states there was no patient involvement.